Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms over a week leading up to the call. Customer also reported that he recently had a blood glucose level over 400 mg/dl. Blood glucose level at the time of the call was 322 mg/dl. Customer stated that the no delivery alarm was resolved by a set change. No further info was provided.